Event description:
It was reported that during use of the bd pen needle 32x4 la 5b three needles were clogged out of the batch. Foreign complaint the following information was provided by the initial reporter. Translated from portuguese to english: informs that in the last batch, 3 needles were clogged. She performed the flow test, where she found that the deviation was probably even on the bd needles. You do not see any apparent defect in the needles.

Manufacturer narrative:
H.6. Investigation: customer returned (1) open 4mm, 32g pen needle from lot#: 8242669. Customer states that the needles were clogged. The returned pen needle was examined and exhibited a bent non patient end of the cannula which could prevent insulin from flowing through the cannula properly. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen h3 other text.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pen needle 32x4 la 5b three needles were clogged out of the batch. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: informs that in the last batch, 3 needles were clogged. She performed the flow test, where she found that the deviation was probably even on the bd needles. You do not see any apparent defect in the needles.